Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (2) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported rear cannula end is broken. Both returned samples were examined and it was observed that one sample exhibited a broken non-patient end cannula, and the other sample exhibited a bent non-patient end cannula. No manufacturing defects were observed on either returned sample. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error during pen needle attachment to the pen injector. Unable to perform DHR review due to an unknown lot number for broken cannula npe. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that occurred with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported the cannula is broken at the npe." 2 occurrences were reported.